Manufacturer narrative:
Investigation summary: no product was returned. High purge pressure: clinical details state that there were high purge pressure alarms during the case that could not be resolved with standard troubleshooting. The pump was removed and a clot was found in the pump. The patient was not on heparin due to arterial perforation during percutaneous intervention. Data log review showed a slight motor current and speed disturbance shortly before the gradual rise in purge pressure lasting about an hour. The purge pressure was not resolved. The cause of the high purge pressure was biomaterial buildup as data log review showed a gradual purge pressure rise and clinical details mentioned a lack of anticoagulation. Thrombosis: in order to make a root cause determination, all of the clinical details would have to be provided. The cause of the injuries was unable to be determined due to insufficient clinical details.¿ peripheral artery dissection: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided.¿ device history review: the pump passed all post-sterile inspection checks. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿.

Event description:
The complainant reported that during impella 5.5 support there were had high purge pressure alarms. A nurse called in stating that they have attempted changing the purge cassette, tubing and traced for kinks. No visible obstruction or resolution in the alarms. Purge pressure high alarm that could not be resolved through normal troubleshooting means were noted. The pump was removed, and a clot was found in the pump per surgeon and anesthesiologist. The patient was not on heparin due to an arterial perforation during percutaneous coronary intervention. The surgical wound was repaired under conscious sedation. The patient remained stable post procedure.

Manufacturer narrative:
Section d catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.